Manufacturer narrative:
B3-date of event is estimated. A patient experienced pain at the ipg site was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the ipg was in safe mode. Patient denies any unrelated surgical procedures. A manufacturer representative met with patient and recovered the ipg. Effective therapy was restored.